Manufacturer narrative:
(B)(6). Patient date of birth was reported as (B)(6) 2015, but is believed to be (B)(6) 1990 (based upon reported age). Additional product codes for this report include: mni, mnh, kwp, and kwq. Per the facility, the complainant parts were returned to the patient and are not available for evaluation. (B)(4) is used to report the revision procedure that occurred due to the postoperative event. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient received a posterior spinal fusion with the universal spine system (uss) dual opening titanium at l3-l5 on june 8, 2015 to treat a burst fracture at l4. The patient was instrumented at l3 and l5, skipping the fractured level at l4. On an unknown date, the left l5 screw slipped off of the rod caudally. The surgeon suspects that a longer rod should have initially been used. The patient returned to the operating room on (B)(6) 2015, 2015 where the nut and collar on the left side, then the left rod were all removed. Thereafter, the surgeon removed a 6.2 x 45mm screw and replaced it with a 7.0 x 50mm uss dual opening screw. Then a 6.0 x 100mm rod was contoured and connected. The procedure completed successfully. This report is 1 of 4 for com-(B)(4).